Event description:
It was reported that this right ventricular (rv) lead has fractured conductor. The lead has out of range pacing lead impedance and exhibited high pacing threshold. Subsequently, this rv lead was surgically abandoned. No new rv lead was implanted. No additional adverse patient effects were reported.